Event description:
It was reported to baxter (B)(4) that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.